Manufacturer narrative:
E1: initial reporter phone no. ¿ (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an improper shutdown during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, improper shutdown was reproduced. A review of the event history log revealed improper shutdown messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the wireless battery module had loose connection to the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.